Event description:
Have never had kidney problems in the past. On (B)(6) 2021 the onset of back issues or what was thought to be back issues turned out to be kidney pain. Upon arrival to the hospital found out a portion of the kidney had blood clots in it. The hospital could not do any further testing due to not having the appropriate testing equipment. The hospital was going to transfer me to a different hospital to do further testing but could not find an open bed. We went home to try again the next day. On (B)(6) 2021 another attempt was made at a different hospital. Were sent home with blood thinners, pain killers, and anti-nausea pills, pending follow up appointment with gp to get referrals to kidney specials. I do not know all the test results but it has to do with kidney blood clots. FDA safety report ID # (B)(4).